Event description:
It was reported that the patient had dislocated three times after initial surgery. Patient is part of he trident x3 post market study. The patient's cup remained in place and a constraned liner with appropriate 22mm +5 head was implanted. Patient also has a knee replacement on the same side as the hip which could have contributed to the instability. Stem was remove due to slight instability as well.

Manufacturer narrative:
Additional information has been requested; and if received, will be supplied on a supplemental report.